Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they had difficulty to recharge their implant. Pt (patient) mentioned that the wire goes with the paddle starts to burn and it seems that it has a bad electrical wiring.. Pt stated that burns his back and it is hot. , so they have to remove the paddle. Patient mentioned they don't let that happen). Pt stated they tried to reposition the paddle and it seems the number is failing and when they touch it sometimes the number or the connectivity strength goes to 0 and when they touch it again it will go to 100 ¿ agent understood patient was talking about in passive recharge mode. Pt confirmed that the controller seems working fine. Pt stated they spoke to 3 different rep after meeting with their healthcare provider (hcp) through call and text. Pt mentioned that rep told their 'whole system' needs to be replaced but they believe the issue is the recharger. Agent sent a request to repair dept to replace the recharger. Pt stated that they fell and hurt their hip a couple of weeks ago. Patient mentioned receiving prior replacement equipment. Patient mentioned one of the reps (representatives) said their implant may need to be replaced soon like their prior battery. Agent inquired reason for prior replacement, but patient did not seem to understand question and did not provide reason.

Manufacturer narrative:
97755, sn (B)(6) was returned for product analysis. Analysis found no device found message was seen medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H7 has been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.